Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cholecystectomy, the surgeon was able to squeeze the handle, the clips did not load correctly so the jaw cannot close. There was no patient injury.